Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated that the insulin pump was not giving the correct sensor glucose reading from actual blood glucose reading. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. And self-test. All buttons functioning properly. No damage in the keypad assembly noted. Device received with pillowing keypad overlay. (B)(4).